Event description:
It was reported that during normal follow up, low pace/sense impedance was observed. The device was reaching eri also. The physician decided to replace the lead during the device change out. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.